Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient¿s device was charged and was off, but they continued to have the sensation of vibration even though it was off. It was noted the device was vibrating. The issue was ongoing and no actions were taken at the time of the first report. Additional information was received on 2020-02-13 . It was stated that the device was explanted and on (B)(6) 2020 and the issue was resolved without sequelae. No further complications were reported or anticipated. No further complications were reported or anticipated.